Event description:
The reported event was that a forcetriad generator double bipolar did not work and emitted an alarm sound. The procedure was continued with monopolar energy using an alternate generator. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).